Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with two 200cc mentor memorygel breast implant prostheses and experienced left-sided grade iii capsular contracture and right-sided lymphadenopathy postoperatively. The patient also experienced right-sided grade I capsular contracture. The diagnosis was confirmed based on physical examination. As a result, the patient underwent unilateral explantation for her left breast on (B)(6) 2021. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).